Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited an increase in the pacing impedance measurement from 1700 ohm to >2100 ohm and a decrease in the sensing measurements from 11 mv (at implant) to 2.6 mv, three days post-op. The lead had micro-dislodged. There were no inappropriate therapies.